Event description:
Pt died 2 days after a procedure using the penumbra system.

Manufacturer narrative:
This incident was determined to be reportable because of pt's death. The only info received was that the pt had died. There was no description of device failure and no info suggesting that device malfunction contributed to the pt's outcome. No further evaluation is possible. The info that we have with regard to this incident was supplied by our distributor. We have not been able to contact the physician or hospital directly. The products were not returned to us, and we are filing the MDR based on the info we have received. This MDR is being filed as part of the remediation action taken in response to the (B) (4) issued to (B) (4) on 08/28/2009.